Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was going to be replaced due to normal ins battery depletion. No x-ray imaging was performed prior to the operation and no information regarding the patient's old ins was known prior to the case. The patient was on the surgical table and the old ins was removed. The ins package had been opened in order to use the screwdriver included in the kit. The healthcare provider noticed that there was no plug available in the ins kit. It was explained to the healthcare provider that the ins kit did not come with the plug and that the plug was a separate accessory. The healthcare provider noted that other companies had plugs provided with their neurostimulators. A new ins was to be implanted at a later date, and it was noted that there was about a 30 minute delay in surgery. The ins was disposed of because there was no plug available.

Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.